Manufacturer narrative:
Journal article title: comparison of durable-polymer zotarolimus-eluting and biodegradable-polymer biolimus-eluting coronary stents in patients with coronary artery disease 3-year clinical outcomes in the randomized sort out vi trial j a c c : cardi o v a sc u lar int e rvent ions v o l. 1 0 , no . 3 , 2 0 1 7 ª 2 0 1 7 b y t h e american c o l l ege of cardi o l o gy foundat ion p ub l I shed b y e l s e v I e r I s s n 1 9 3 6 - 8 7 9 8 / $ 3 6 . 0 0 h t t p : / / d x . D o I . O r g / 1 0 . 1 0 1 6 / j . J c I n . 2 0 1 6 . 1 1 . 0 0 7 2 5 5 ¿ 6 4 sort out vi 3-year clinical outcomes. Pt age: average age. Pt gender: majority gender. Date of event: date of publication.

Event description:
It was reported in a journal article comparing resolute integrity des vs a competitor brand des that 1502 patient received resolute integrity rx drug eluting stents. Combined target vessels included the left main, lad, lcx, rca and saphenous vein graft with a percentage exhibiting cto <(>&<)> bifurcation lesions. During the index procedure, it was reported that 26 cases experienced stent delivery failure. Combined 6 <(>&<)> 12 month follow ups included the following adverse events. Mace, death, cardiac death, mi, tvr, tlr and stent thrombosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.